Event description:
During service by baxter, failure code 814:04 on channel c was found when powered on. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary:evaluation was performed and the reported condition was confirmed. Inspection of the pump revealed defective pump head module caused the failure code 814:04 on channel c. The pump head module on channel c was replaced. The pump was tested for proper operation and pump found to function properly. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.